Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: versaturn, guide cath: hyperion, stent: ultimaster 3.0 x 38mm. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to treat a moderately tortuous and mildly calcified de novo lesion in the proximal to mid left anterior descending (lad) artery. A 3.0x38mm stent was deployed without pre-dilatation. The 3.5x15mm nc traveler balloon dilatation catheter (bdc) was advanced; however, caught on the deployed stent during advancement. The bdc was able to reach the target lesion; however during inflation the balloon ruptured at 7 atmospheres. After the bdc was removed from anatomy, the rupture was confirmed. The device was replaced with a 3.5x19mm balloon to continue to complete procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.